Event description:
Pt was treated in 2004. Pt developed blistering and extreme swelling post treatment. Follow-up in 5/2004; pt was seen last week and the swelling and scabs have all resolved. In 7/2004 file was re-opened per doctors request. The areas where the blistering and scabbing appeared resolved had become hyper pigmented and slightly indented. At most recent follow-up (9/2004): in 8/2004 pt had restaylne fillers in the indented area. Bleaching cream is being used for the hyper pigmentation.